Event description:
The manufacturer received information that during device evaluation at the manufacturer's service center, the device's alternating current port and the keypad were missing from the device. No harm or injury was reported. No repairs were completed because the device was scrapped.